Event description:
The customer reported doxil; leaked from the bonded texium. Approximately 100 ml of doxil had infused when the pt reported "something leaking". Red liquid was noted on the pt's pants. Infusion stopped, texium disconnected and reconnected to the IV set y-port, however, the leaking continued. The connection was wrapped in gauze, the infusion restarted and 20 ml of chemo leaked into the gauze. No add'l chemo exposure reported. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
MFR's report date: 03/11/2015. (B)(4). The affected prod has been rec'd and the investigation is pending. A f/u report will be submitted one the failure investigation has been completed.